Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was done under local anesthesia. During procedure the needle was pushed up against, and possibly into posterior capsule of the prostate. This resulted in the injection not moving toward the base. It went from midgland back and ballooned at the apex. The patient experienced discomfort and pain this was treated with antibiotics. The patient received external beam radiation therapy (ebrt).